Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they previously called about not being able to put insulin into the cannula, and getting it to go up to the needle. The customer states they now cannot get it to quit, and insulin just keeps coming out. The customer states their blood glucose level has risen to 600mg/dl. The customer states they have been treating with manual injections. Troubleshoot was conducted, and the device passed the displacement and high pressure tests. The customer was advised that the device was functioning as designed. The customer was able to treat with bolus wizard correction, and their levels dropped to 387mg/dl. No further assistance needed.